Manufacturer narrative:
The customer contacted siemens customer care center (ccc). Siemens noticed that the incorrect filter was installed. Ccc set the dimension vista 500 into diagnostics and refilled the water tank 3 times and reset the instrument. Qcard filter was installed in the correct position and quality controls (qc) recovered within range. Siemens concluded that the cause of the event was due to the operator installing a progard filter in the qgard position for the water purification module (wpm) which impacted the water quality. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Two discordant, falsely high carbon dioxide patient results were obtained on a dimension vista 500 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate dimension vista 500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.